Manufacturer narrative:
Philips service reloaded the software and replaced the power supply. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm did not rotate due to an intermittent geometry issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.